Manufacturer narrative:
To date, additional information for this case has not been received. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause for the reported vascular complication cannot be confirmed. It is possible a combination of patient factors and procedural considerations could have contributed to the event. Per report, the patient's annulus was described as heavily calcified and no surgical corrective actions were taken as the bleeding appeared to stabilize with blood pressure control. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure after the sapien valve was deployed, a dissection in the left coronary cusp was noted on angiogram. At the end of the procedure the patient was stable with blood pressure support. Per report, the 26mm sapien valve was deployed in a heavily calcified annulus in a 50:50 position. The patient's blood pressure remained in the mid 40's. Anesthesia administered blood pressure medications, at which time the patient's blood pressure responded slightly. Upon initial evaluation of the transesophageal echocardiogram (tee) everything appeared within normal limits. Several minutes later, a pericardial effusion was noted on the tee. The patient's chest was opened to see where the effusion was originating from. . A dissection of the left coronary cusp was noted on tee and angiogram. No surgical corrective actions were taken as the bleeding had appeared to stabilize with bp control and the chest was closed. The patient's blood pressure was controlled throughout the closure.

Manufacturer narrative:
Investigation of this event is ongoing.